Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on (B)(6) 2016 and forwarded to bayer on (B)(6) 2016. On (B)(6) 2010 the consumer had essure (fallopian tube occlusion insert) inserted. After one month, consumer started with complaints. She experienced irregular bleeding or breakthrough bleeding, legs pain, lower back pain, and tightness in abdomen. Consumer reported problems with movements and work-related problems. She also stated she consulted a doctor and was considering to remove essure. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and one month later started with lower back pain. Consumer is considering to remove the devices. Lower back pain is listed in the reference safety information for essure. Abdominal, pelvic, back and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, a causal relationship between the reported event and essure use cannot be excluded. Since this event led consumer to work-related problems and unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
A quality-safety evaluation was received on 09-sep-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 210 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and one month later started with lower back pain. Consumer is considering to remove the devices. Lower back pain is listed in the reference safety information for essure. Abdominal, pelvic, back and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, a causal relationship between the reported event and essure use cannot be excluded. Since this event led consumer to work-related problems and unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible.